Event description:
It has been reported to philips that the cranial-caudal direction on the geometry control knob intermittently failed. There was no reported patient or user harm. A philips field service engineer (fse) replaced the geometry module and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned treatment/ non-emergency treatment when the issue occurred, the procedure was completed as planned by without using the towne projection movement. The philips field service engineer (fse) inspected the system onsite and confirmed that the cranial-caudal direction on the geometry control knob intermittently failed. Analysis of the system log file showed that the geometry movements were partly available. During troubleshooting, the philips engineer found that lever to move the arc in the craniocaudal direction on the geometry control knob (geo tso) failed. Upon further troubleshooting, the fse identified that the joystick movement failed intermittently. The fse replaced the geo module. Following the replacement, the system was returned to use in good working order.